Event description:
It was allegedly reported to resmed that an airsense 10 elite device caught fire. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection revealed exterior fire damage to the device with no internal fire damage. The device was functional. The investigation determined the root cause is not related to device. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was allegedly reported to resmed that an airsense 10 elite device caught fire. There was no patient harm or a serious injury reported as a result of this incident.